Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) regarding a patient who was receiving baclofen (500 mcg/ml at 99 m cg/day) via an implantable pump for an unknown indication for use. It was reported the hcp called with pump patient where the critical alarm sounded every 10 minutes. The patient was on his way to the hospital, the patient experienced underdose symptoms and the hcp told the patient to take oral baclofen. No further complications were reported. Additional information was received. The patient's pump was implanted on (B)(6) 2017. It was reported the patient and her husband did not hear the non-critical alarm; they only heard the critical alarm on (B)(6), 2018. The critical alarm sounded because the pump was empty. The patient missed an appointment one week after discharge on (B)(6) 2018 the pump was refilled on (B)(6) 2018. It was stated by the hcp that the "patient did not hear the non-critical alarm so this needs to be investigated and resolved."